Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 540 mg/dl. The customer was not treated yet, due to travel and has no syringes. The customer reported via phone call indicating that the insulin pump alarm motor error and finish loading alarm. Customer's blood glucose at time of incident was 540 mg/dl. The customer did not report the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was able to rewind completely. The customer receive motor error alarm within last 30 days and also finish loading alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms or finish loading alarms noted. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The motor was tested outside the device and passed. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and minor scratches on the lcd window.